Event description:
The hospital reported a malfunction during pre-use checking resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The bellows was reseated by the customer to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).